Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Basic occlusion test. Insulin pump failed prime, compromised force sensor system test at 3.0 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verifying motor error due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.